Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system non-dehp y-type catheter extension set disconnected while in use, which resulted in blood loss. The disconnection was further described as the set completely coming apart while the patient was connected. The product was in use and connected to the patient for an unspecified number of hours, from pre-op, intra-op, and post-op, before the disconnection occurred. The amount of blood lost was unspecified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated with blood. During visual examination, the disconnection was observed between the tubing and the y-junction. A lack of solvent around the circumference of the tube was noted. No further testing could be performed due to contamination. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.